Manufacturer narrative:
N/a the lens was not implanted, therefore not explanted. (B)(6).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was an orange foreign body in the box of the intraocular lens (iol) that could be observed without microscope magnification. The nurse saw it immediately when she opened the plastic box where the iol was contained, so she used another one. During follow-up, it was found that the foreign material was under the iol no additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 2/21/2017. Device returned to manufacturer ¿ yes." Device evaluation: the device was returned to the manufacturer. Device inspection was performed and the lens was found not properly seated in the insert case suggesting it was previously handled by the customer. A brown fibrous material, visible at 18¿ with unaided eye was observed adhered to the optic zone. The reported issue was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no other complaints have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.